Event description:
The usb cable was returned to the manufacturer on 03/11/2015. Analysis of the usb cable found no anomalies. The usb cable performed according to functional specifications.

Event description:
It was reported that communication with generators could not be completed using a programming system. The wand battery was replaced but the communication issues continued. The components of the programming system were swapped and the communication issues are suspected to be due to usb serial cable. A different usb cable was used and the issues resolved. The usb connecting cable was believed to be the source of the communication issues. Return of the usb cable is expected, but it was not received to date.

Manufacturer narrative:
Device available for evaluation; corrected data: the previously submitted MDR inadvertently missed to indicate that the device was available for evaluation at the time of the report submission. Device evaluated by MFR; corrected data: the previous MDR should have stated no and code 02.